Event description:
It was reported that an asymptomatic patient presented in the ER after receiving inappropriate shock. Review of the egm revealed an alert for possible output circuit damage. The device was explanted and replaced.

Manufacturer narrative:
The field experience of output anomaly was confirmed. The device's high voltage output circuitry was damaged. It is believed that the device delivered into a low impedance load due to the damaged lead.

Manufacturer narrative:
No medwatch form was received.